Event description:
Customer reported going to the emergency room and being hospitalized due to a diabetes-related issue. The lowest blood glucose level recorded during the incident was 27 mg/dl. The customer administered a glucagon injection and received gr 50 IV treatment, which successfully resolved the issue. There was no equipment malfunction identified, and the customer suffered no permanent damage.